Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it was autocycling at a rate of 80 with a set rate of 40. The unit was on a patient with the issue occurred but they were extubating the patient at the time so they removed the ventilator from the baby. The customer reported that there was no harm or injury to the patient associated with this event.